Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as fluid delivered was out of specification. Product surveillance contacted the dialysis unit office manager on (B)(6) 2010. According to the manager they cannot identify the patient that used this cycler for therapy. Additionally, the manager cannot confirm why the cycler was returned. Therefore, no information is available. No patient injury or medical intervention was indicated.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test. The product analysis lab evaluated the device. Accuracy confirmation test was performed and passed. Temperature verification test was then performed twice. During each test the device failed the heater capacity test results for taking longer than 30 minutes. A 3rd test was performed and passed. Internal visual inspection revealed no problems. The cause for rite test failure - heater bag temperature test was undetermined. The service history review was performed and revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.